Event description:
(B)(6) from the hospital reported to the ansm : "after each end of intervention, check the integrity of the champion needle in the clamp. Needle that was no longer intact because it was broken on 3.4 mm. Piece not found. Clinical consequences noted: need to inform the patient who will be anxious. A priori no clinical consequences to be expected apart from a rather rare migration. Defective needle quarantined for expertise. Radio on (B)(6) 2019 with observation of the tip of the needle in a trans tendonous situation. "

Manufacturer narrative:
This follow-up report is to correct the country of event. Country of event was initially incorrectly reported as germany. Based on additional feedback from distributor, the country of event is france.

Event description:
(B)(6) from the hospital reported to the ansm : "after each end of intervention, check the integrity of the champion needle in the clamp. Needle that was no longer intact because it was broken on 3.4 mm. Piece not found. Clinical consequences noted: need to inform the patient who will be anxious. A priori no clinical consequences to be expected apart from a rather rare migration. Defective needle quarantined for expertise. Radio on (B)(6) 2019 with observation of the tip of the needle in a trans tendonous situation. "

Manufacturer narrative:
This follow-up report is to document evaluation of the returned device. Device was returned on 6/4/19 and evaluated on 6/5/19. It was confirmed that the tip of the needle had broken off in a manner consistent with known failure modes. There were no other anomalies or unusual characteristics associated with the device. The device looked as if it had been used as intended. A definitive cause cannot be established.

Manufacturer narrative:
Review of the device history record shows there were no non-conformance associated with this manufacture lot. The sample needles tested in this lot showed with 95% confidence that 99% of the manufacture lot would meet or exceed the minimum 24 cycle requirement. Since the product was not returned for evaluation, an exact root cause could not be determined. The alleged problem indicates repeated use, so it is possible the needles were used in a manner inconsistent with the instructions for use. Country of event: (B)(6).

Event description:
Mr (B)(6) from the hospital reported to the ansm: "after each end of intervention, check the integrity of the champion needle in the clamp. Needle that was no longer intact because it was broken on 3.4 mm. Piece not found. Clinical consequences noted: need to inform the patient who will be anxious. A priori no clinical consequences to be expected apart from a rather rare migration. Defective needle quarantined for expertise. Radio on (B)(6) 2019 with observation of the tip of the needle in a trans tendonous situation".